Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon wings were in a deflated state. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied; the balloon was inflated to its rate of burst pressure of 12 atmospheres and pressure without issue. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found a kink in the hypotube. The kink was located at 56.3cm distal from the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres within 5 seconds. Furthermore, the balloon was inflated and a leakage of contrast agent around the balloon was confirmed under fluoroscopy. The balloon was removed from the patient's body without any issue and the device was checked outside the body, however, there was no leakage of contrast agent observed. The procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres within 5 seconds. Furthermore, the balloon was inflated and a leakage of contrast agent around the balloon was confirmed under fluoroscopy. The balloon was removed from the patient's body without any issue and the device was checked outside the body, however, there was no leakage of contrast agent observed. The procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.